Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an error message (sf180) related to a battery charger fault, an internal battery degraded warning alarm and total power failure had occurred. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf180 and internal battery degraded warning alarm were due to an isolated component failure within the device battery assembly while the total power failure was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.